Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that this device was exhibiting premature depletion as the power consumption increased in a gradual fashion and appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. This device remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that this device was exhibiting premature depletion as the power consumption increased in a gradual fashion and appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. This device remains in-service at this time. No adverse patient effects were reported. Additional information indicated that this ICD was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.